Manufacturer narrative:
(B)(4) - returned empty, yielded jaws. Additional information: did the clip feed into the jaws of the device? No, if yes, what was the feeding issue with the clips (ex, sideways feed, multiple clips feed at a time, dropping/ejecting clips, etc)? Which firing of the device did this event occur on? 1st firing. Was a cholangiogram performed during the procedure? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when?] No. The analysis result showed that the er320 instrument was received empty and the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.